Event description:
Critical limb ischemia patient with severe tibial disease. The patient had prior attempts at revascularization with failure. This procedure was the final attempt before amputation. The physician attempted to wire a chronic total occlusion (cto) of the at vessel. It showed no reconstitution of the distal vessels and was severly calcified. The physician then attempted to pass the trailblazer down the calcified and occluded at vessel but it would not pass through the cto. The physician pinned the wire to retrieve the trailblazer. The physician noticed 3 markers on angio still in the lower limb but the trailblazer support cath had been removed. Additional information received from the hospital on (B)(6) 2013 found, "this was a last ditch effort to save a mans foot, critical limb ischemia; pt had zero blood to foot. The calcium gripped the .018 trailblazer tip and trapped it. When the physician pulled the catheter back to remove it over the wire he had to use more force than normal. We noticed that the catheter separated and left part of the catheter trapped in the occluded vessel, we could see all 3 markers under fluoro. The physician was not able to reestablish any flow to the foot and said the patient will be scheduled for a bka in the near future. The bka is unrelated to the trailblazer foreign body, it is directly related to the patient's severity of disease that is untreatable."

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.